Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited out of range shock impedance measurements. Radiography was performed with confirmation that this electrode was fractured. The electrode was subsequently explanted and replaced. This electrode is expected to be returned for analysis. No additional adverse patient effects were reported.